Manufacturer narrative:
.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm monopolar handle 33cm, dings and scratches were noticed throughout the shaft. Also, there was evidence of chipped paint and or powder coat on areas of the handle. In addition, cracks around the distal end of the shaft were present. The 5mm monopolar handle 33cm failed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.